Event description:
The customer reported that the unit showed a "device error" and "power supply failure" inop. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). The customer reported that the unit showed a "device error" and "power supply failure" inop. There was no report of patient involvement. The unit was evaluated at the philips (B)(4) repair branch and the failure was verified. The unit showed these on-screen errors as well as the unit cycling power about every 20 seconds. Replacement of both the internal data card and the power pca resolved the failure. Due to multiple parts being replaced, we cannot determine the cause of this reported failure. The device passed all post-servicing testing and was shipped back to the customer site.